Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a gram positive (B)(6) infection post knee replacement surgery which has not resolved. The entire pacing system was explanted to confirm source of infection. Cultures were taken and antibiotic treatment was administered. No further patient complications have been reported as a result of this event.